Event description:
Information was received indicating that a cadd administration set was leaking from the white filter during last dose of infusion.

Manufacturer narrative:
Report source: (B)(6).

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition inside a plastic bag without its original packaging. Visual inspection showed that part of the tube contained glue and no other discrepancies were found. Functional testing was performed and the reported issue was not duplicated during the investigation. No leakes were found in the sample, water could pass through the entire product. Based on the investigation, the complaint allegation was not confirmed.